Event description:
Event description guidant received information that this passive fix transvenous defibrillation lead had dislodged, and was showing pacing thresholds had increased, along with oversensing. The lead was removed from service and replaced with an active fixation lead.